Event description:
Healthcare professional reported "they could not get the sterile inner packing open it was stuck together". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: tyvek or thermoform sticking: observed delamination of the lid. As per the investigation procedure intact an functional was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "they could not get the sterile inner packing open it was stuck together". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "could not get the sterile inner packing open it was stuck together.